Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002 and a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, weight gain, elevated metal ion levels and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2012. The modular head, acetabular cup and liner were removed and replaced. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same event (reference 1825034-2014-02357 / 02363).